Event description:
Healthcare professional reported approx 4 weeks after injection with one syringe of juvederm ultra plus xc around the mouth, lateral commissures, upper lip, and submental crease, pt developed "redness, rashes, tenderness, bumps, and swelling" at the injection sites. Pt was prescribed amoxicillin, augmentin, "z-pak", and prednisone during which "everything subsided except the lumpiness". However, when the pt finished the prescription for prednisone "everything came back including redness and swelling". Pt was subsequently injected with hyaluronidase as well as "k2.5 [steroid]" into each lump with a positive response, lumpiness improved by approx 50%.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of "redness, rashes, tenderness, bumps and swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: contraindications; juvederm ultra plus xc is contraindicated for pts with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Adverse events, the most common injection-site response for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance, adverse event with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site; skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed include nsaids, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month. The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days.